Event description:
It was reported that the image quality on the 9800 system is not right. It was noted that the image looks grainy and washed out. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Flashed all nodes, reloaded software and cal files. Restored workstation custom data to customer preferences. The system was tested and found to be working as intended and placed back into service.